Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome (other). It was reported the patient¿s stimulator should be helping pain in his back and legs. However, patient¿s stim had been in his stomach since meeting with a rep. Patient stated he fell, and his right leg went out on him, gave away. Patient wanted to meet with rep to resolve the issue, patient called today but has not gotten a call back. Patient stated he fell off a 10-foot ladder, fell down the steps. Initially, patient stated he had 3 or 4 falls, later said 6 falls. Patient described his right leg gave out on him, he could walk just a little bit, his right leg gave away carrying his little dog. It was noted patient had stimulation in stomach before cataract surgery which was about 5 weeks ago. Patient mentioned the fell occurred before having cataract surgery. It was noted they did not asked about right leg giving out because patient was confused/confusing and provided a lot of other unsolicited medical information. Additional note from patient stated he got shots when he saw healthcare provider (hcp) before seeing another doctor getting 4 shots every 2 weeks (long shots in the spine). Patient stated he might have been might be 2 in 2015 but the shots did not work, so he went to doctor for 3 years; he gave him shot in his neck and shoulder, having problems with shoulder had rotator cuff surgery, and the shot put him to sleep 2 shots in the back, and one in neck every 3 months for 3 years , he tried everything. No further complication and no events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that reason for the stimulation being in the stomach was that they fell a few times due to weakness in their right leg. The patient met with their managing physician who was preparing to do a 'block' sometime in (B)(6). No further complications were reported.